Manufacturer narrative:
Patient demographics (date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to multiple follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is improper bone preparation, inserting the implant at an angle that is not co-axial to the pilot hole, prying/leveraging the driver while the implant is still loaded, or applying excessive force to the screw during implantation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the screw broke in the patient and was not retrieved. The procedure was completed ¿ok¿. No further patient or event information was provided at the time this event was reported.